Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Although the customer's photograph showed blood in the well of the stopper of two tubes, there is no evidence that this is excessive. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that droplets of blood were collecting in the cap of a bd vacutainer plastic tube after collecting blood using the plastic whole blood tube, pink hemogard closure, k2edta additive, block paper label. No lot numbers were provided. No serious injury or medical intervention reported.